Event description:
The contact for a peritoneal dialysis (pd) patient reported to technical support ( ts) that the patient recently underwent surgery to reposition their pd catheter ( not a fresenius product). Additionally, the patient's caregiver alleged there was a liberty select cycler issue affecting the patient's ability to drain, which warranted replacing the device and is captured in a separate record unrelated to this issue. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient underwent a pd catheter ( not a fresenis product) revision on (B)(6) 2020 with good effect . The pdrn stated the patient's caregiver, the contact who called ts, reportedly having difficult time adjusting to using the liberty select cycler, and when they become frustrated, they blame the device. The pdrn stated the device is brand new and is functioning as intended. Per the pdrn, the events were unrealted to any fresenius product(s) and/or device(s). Causality was attributed to the patient's pd catheter shifting locations, which required surgical intervention to correct. The patient is recovering from the event(s) and continues to undergo pd therapy utilizing the same liberty select cycler as before the event(s). C-662843. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).